Event description:
The patient had recently had a hysterectomy for uterus cancer. The surgical site became infected, meaning the site was resutured. The surface was closed again, there was no crp and the volume of exudate was small. There was no organ exposure. The staples were removed & debridement was performed. Npwt was then started, later exudate was noted, so the patient was moved, leading to an amount of the small intestine came out of the body.